Event description:
On the first attempt introducing central line catheter (right internal jugular location) in the operating room, the surgeon identified using intra-operative fluoroscopy that a small fragment of the broke off of the catheter tip in the subcutaneous tissue. Another tunnelling device was used and the catheter was successfully placed and determination made that based on the small size of the fragment and greater risk of attempted removal that the fragment would be left in place and disclosure was made to the family. Catheter is being used successfully and pt stable.